Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and could not duplicate the reported malfunction. No parts were replaced. The unit passed extended self-testing. (B)(4).

Event description:
A report was received from the USA stating that an 840 ventilator had unresponsive keyboard while in use on a patient. The patient was not harmed or injured as a result of the event.